Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) t3st410, (t3 pro non-platform switched tapered implant 4mm (d) x 10mm (l)) for evaluation. Visual evaluation was performed, the implants had signs of use. The implant had bone debris and markings on its internal and external threads. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2120001442. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120001442 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). H6: event problem codes ¿ patient code: 1690 abscess.

Event description:
The doctor reports that the implant had to be removed due to an allergic reaction one month and one week after placement. The patient will need to return in the future to complete the procedure with the placement of a new implant. Affected tooth position: #25. The doctor reports an abscess.